Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log was not available. Investigator's inserted the batteries into the pump and observed for issue. The customer's reported problem was verified. The pump displayed "45639" error code alarm message during the investigation. The "red screen error code 45639" issue was caused by faulty microprocessor unit board. Service will replace the pump faulty microprocessor unit board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "red screen error code 45639". It was reported that there was no patient involvement or reported adverse effects.